Event description:
It was reported that the locking mechanism of an ozark 2 level plate at c7 fractured off approximately 17 months post operatively. The patient was revised and the plate was explanted.

Manufacturer narrative:
The device was visually inspected and was confirmed to have had a broken off locking mechanism. The locking mechanism at the caudal end of the plate had fractured and separated off. Device and complaint history records were reviewed for this lot, no manufacturing issues or similar complaints were identified. It is not clear what may have caused the issue to occur, although it is possible that pseudoarthrosis had contributed to the issue. If arthrodesis of the spine is not properly achieved then the construct could be subjected to damaging loads. It is possible that the locking mechanism was subjected to a damaging load which caused the component to fracture and break off from the device. However, this potential failure mode was unable to be properly evaluated, and a cause for the issue was unable to be determined.

Event description:
It was reported that the locking mechanism of an ozark 2 level plate at c7 fractured off approximately 17 months post operatively. The patient was revised and the plate was explanted.